Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced severe aberrations, halos making driving unsafe. Clinical reason was mentioned as nighttime and daytime glare. The iol was exchanged for another lens model following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The file indicates that the patient reason for the explant was severe aberrations and halos making driving unsafe. Clinical reason for the explant was nighttime and daytime glare, haloes, and aberrations. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter.due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).